Event description:
Our office in (B)(4) received a report that a female pt experienced ocular pain and hyperemia after splashing potentially partially neutralized hydrogen peroxide into both eyes. She was discarding the solution she used for disinfecting her lenses into her sink, and stated she had included a consept 1-step neutralizing tablet the night before. The pt sought treatment from her ophthalmologist and was diagnosed with chemical burns and a corneal scar (unk eye). The doctor prescribed an anti-inflammatory drug and a pain medication (brand names unk) and noted that the corneal scar was caused by 'chemical damage'.

Manufacturer narrative:
Evaluation: a review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all product specifications. Chemistry evaluation results of a retained unit from the reported lot were within product shelf-life specifications. Microbiology evaluation of a retained unit of the reported lot showed the solution to be sterile. Chemistry and microbiology testing of the complaint unit are pending at the time of this report. All pertinent information that is available has been submitted. Should additional information become available, that changes the facts or conclusion, a supplemental report will be submitted.